Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, new to ilet, announced a dinner meal and then ate more food, attempted to change the meal announcement after delivery, and experienced hyperglycemia after disconnecting from the ilet for most of the day and later reconnecting, with a concurrent dexcom g7 sensor not fully connected and a fingerstick blood glucose of 246 mg/dl versus g7 288 mg/dl. Symptoms included hyperglycemia. Outcomes included user education on double bolus risk, monitoring guidance, and an action plan for descending glucose, with follow-up noting glucose trending downward. Investigation included customer support troubleshooting and education regarding meal announcement behavior and system use. Investigation of this case revealed user-related factors, including device disconnection for an extended period and a partially connected cgm sensor, which were consistent with elevated glucose and limited awareness of the hyperglycemic duration. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device disconnection and misunderstanding of meal announcement functionality.